Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a procedure to replace a normal elective replacement indicator (eri) device, a patient's right ventricular lead exhibited normal electrical values for capture, sensing and lead impedance. During procedure, the physician noticed a krinkle or lifting of outer insulation when reinserting the new device in the pocket. Lead was retested and was still normal. The lead was capped and replaced during the same procedure on (B)(6) 2019. The patient was discharged post procedure.